Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was switching his onboard batteries. The customer also reported that at the time of the fault alarm, the patient was in his car and the freedom driver was connected to external power via the car charger. The customer also reported that the patient switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to a patient because it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed fault code 36 which can be recorded during onboard battery exchange while operating the driver only on battery power, or if one of the onboard batteries is not fully latched in place. The driver passed all test requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. An onboard battery exchange test was conducted using test batteries, as the batteries associated with the issue were not returned with the driver. During the test, the driver performed as intended with no evidence of a device malfunction. The customer experience could not be reproduced, but it was confirmed by the alarm recorded in the eeprom. The root cause of for the customer reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4). Follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was switching his onboard batteries. The customer also reported that at the time of the fault alarm, the patient was in his car and the freedom driver was connected to external power via the car charger. The customer also reported that the patient switched to the backup freedom driver. There was no reported adverse patient impact.